Event description:
Tourniquet applied to arm for obtaining blood specimen. Phlebotomist suffered allergic reaction requiring medical treatment. On reviewing the problem, 5 other staff people also suffered tingling in oral structures, respiratory discomfort, and in one case, nausea. Product is clearly labeled "non-latex" but also has an extremely strong odor that is noxious. Product is covered with a powder. We are unable to determine what caused the allergy symptoms. Company was notified.====================== health professional's impression======================the staff involved all remarked about the strong odor and the powder that "is supposed to cover the strong odor" per the company.======================manufacturer response for tourniquet for accessing veins, hysynal synthetic rubber tourniquets======================denied having any problems with this product.